Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with a scratched screen. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was over infusing by 20%. No patient was involved in this event. No adverse effects were reported.